Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 2.9 mmol/l (aviva system) and 25.6 mmol/l (mobile system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. Reference medwatch with patient identifier (B)(6) for the mobile system.